Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source : foreign-australia. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Other product not returned.

Event description:
It was reported that during a surgery, the surgeon was required to apply substantial force to the screw driver while removing the most proximal screw. As a result, the threaded tip of the long inserter connector snapped. The screw was fully removed using the solid driver.